Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the anvil head could not be removed from the device before the device was used for the patient. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damaged. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. Further analysis of the device showed that the anvil was difficult to remove from the device. Once the anvil was removed from the device, it showed the trocar was damaged. No functional test was performed due the condition of the trocar. While no conclusion could be reached as to how the trocar became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.